Event description:
Occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the patient was feeling dizzy while the cgm was displaying 117 mg/dl and their bg was 52 mg/dl. They took the patient to the hospital and the patient was treated with a glucagon injection. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the czone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).